Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip at the grip tip. A piece approximately 0.05mm x 0.04mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.03¿ x 0.02¿. There was not any material missing. The complaint was confirmed by failure analysis. An image associated with this reported event was initially submitted and reviewed by advanced failure analysis team: one blade does appear to have some kind of damage/deformation at the tip, but the image isn¿t zoomed in enough to tell if there is any missing material. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) was damaged. There was no report of patient involvement or patient injury.